Event description:
Reporter indicated that pt was taken to emergency room exhibiting signs of respiratory distress. The pt appeared to be choking. Emergency room physician did not witness any type of event.